Event description:
It was reported that on (B)(6), 2010, at a clinic appointment the pt expressed displeasure with her left device. The pt is bilaterally implanted. She reported that it has been a year since she was last mapped and that could be a reason, however overall she has never been pleased with the sound quality of her left device. Sound was described to be slipping and/or coming and going out. Testing revealed a total of 8 of the electrode channels with hi impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.